Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-12966. The report was submitted in error.

Event description:
It was reported that the customer stated that the tube was inserted (B)(6) 2021 and on (B)(6) 2021 it broke between the pilot balloon and the port was leaking from the shaft. The tube was removed the same day due to leaking and was replaced. No injuries occurred.